Manufacturer narrative:
A manufacturer representative went to the site to service the system. The system was functional after replacing the mobile emitter and the portable axiem. Evaluation of the mobile emitter found that the lemo connector was found to be loose. Was able to tighten the connector and bench test the unit. Once connected to the test axiem, it caused the axiem to lose connection and the field generator would not track and caused the system to freeze up. Evaluation of the portable axiem found no fault. Information references the main component of the system. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4); product ID: 9660651r, serial/lot #: (B)(4). Medtronic if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system prior to a tumorectomy procedure. It was reported that an attempt was made by using em, but due to a magnetic field communication failure, the site stopped using the em. The procedure was changed to use optical, but there was an led recognition failure in the active frame. An optical passive frame was used as a substitute for the operation. There was no patient impact and less than an hour of delay. It was reported the issue was human error and there was no defect. The active frame will not be returned. It was confirmed with the site that the lot number of the active frame was unknown. Also, the led issue on the active frame was a human error so it is still in use at the facility. It was reported that the em communication error was resolved by replacing the em mobile emitter and the axiem portable system.